Event description:
Device returned for repair with the reported malfunction of "motor running rough." It was reported that there was no patient impact. Repair escalated to complaint on evaluation due to overheating. Patient current leakage was also found. On follow up it was reported that the malfunction was identified during an equipment audit by the sales rep and a medtronic service technician. It was confirmed that there was no prior faults with this drill before the equipment audit. There was no patient or staff impact involved with this device.

Manufacturer narrative:
Report confirmed the device was tested for heat and the temperature of the motor was measured to be over 322.6°f within in 56.0 seconds. Initial diagnosis determined that the rear motor bearing was worn and the device failed the hi-pot testing for patient current leakage at 2.172 ma.. Additional testing determined the maximum temperature rise rate was 6.8 degree f/sec. Based on previous investigation CAPA (B)(4), critical temperature rate for risk of burn injury was determined to be 6.0°f/sec once the device reaches 114.2°f. The measured rise of this device is above the critical temperature rate. During the engineering evaluation the motor and collet was dissembled. The collet appeared in good condition, but the bearings were lubricant deficient. The rear cable connector plug was removed from the stylus motor to access rear bearing. The rear bearing was in fragments. The motor was not capable of running continuously. This motor appears to have been immersed in a corrosive cleaning/decontamination fluid. The ingress of this fluid leached out the collet and motor bearing lubricant. The disintegration of the rear bearing did not permit free rotation of the rotor shaft. The motor¿s rear bearing being in fragments was identified as the cause of the motor not being able to rotate freely, resulting in the observed overheating condition. Multiple warnings are included in the ipc user manual including: ¿heavy side loads and/or long operating periods may cause the device to overheat. Do not use an overheated device, as it may cause thermal injury to the patient or operator. Use adequate irrigation. The use of tool without irrigation may cause an inordinate amount of heat buildup resulting in a thermal injury to tissue. Depending on the amount of irrigation used the drill bits and saw blades can achieve temperatures in excess of 50°c. Do not attempt to change a dissecting tool, saw blade, or attachment while the motor is running, or when the motor or attachment is in an overheated state. Smoke and/or excessive heat may be generated if attachment is not in the fully locked position.¿ this may result in thermal injury to the surgeon or staff. In addition, ¿continuous cutting for extended periods may cause the device to heat to an uncomfortable temperature.¿ we will continue to track and trend this complaint type. (B)(4).